Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The customer changed supplies and delivered a correction bolus to stabilize bg level. The customer is not sure what could have contributed to the elevated bg levels.